Event description:
It was reported that the table locks did not actuate when the technologist released the foot pedal, causing the tabletop to unexpectedly move in both lateral and longitudinal directions without resistance (free float). The issue was discovered during set-up. There was no injury reported. This situation could contribute to an injury if a pt or operator were unaware of this condition while loading or unloading a pt. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) found debris in the pedal that was keeping it activated, preventing the locks from engaging. The fe cleared the debris and verified that the pedal and table locks were operating according to specifications.